Event description:
According to the complaint, an employee was doing arterial blood gas sampling and while attempting to activate the safety mechanism device the safety cover got stuck so the employee reached over with the other hand to bring the cover over the needle and poked self with the needle.

Manufacturer narrative:
Reference samples were checked and all were within specification. Problems with activation of the needle shield device are known and may occur due to assembly process error.